Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that a couple of months ago during a cardiac ablation procedure, the patient received a 3rd degree burn at the pad site. The pad had been placed on the patient's lower back. An underbody bair hugger was also in use. The incident grounding pad was discarded at the time. The lot number is unknown. Treatment was provided by wound care management but the type of treatment is unknown. Stockert ablation equipment was also in use.